Manufacturer narrative:
One sample was received for investigation without its original packaging. Visual inspection was performed at a distance of 12 inches and normal conditions of illumination to detect any damage on the cuff, airline or pilot balloon. No damage could be detected. A leak test was performed under water. Cuff inflated successfully no leaks were detected; the complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number is unknown. No corrective actions were taken since the complaint was not confirmed.

Manufacturer narrative:
Date of event and device lot number are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon is not inflating. No patient injury was reported. Additional information was requested; however no further information was available.